Manufacturer narrative:
(B)(4)

Event description:
Reportedly, episodes showing oversensing were recorded in device memory for the subject ICD. The sensitivity threshold was reportedly reprogrammed to 0.8mv.

Manufacturer narrative:
Correction: the date field was inadvertently left blank in the previous follow-up (#1) of the subject MDR reference. This field should have indicated 03 july 2017.

Event description:
Reportedly, episodes showing oversensing were recorded in device memory for the subject ICD. The sensitivity threshold was reportedly reprogrammed to 0.8mv.

Event description:
Reportedly, episodes showing oversensing were recorded in device memory for the subject ICD. The sensitivity threshold was reportedly reprogrammed to 0.8mv.